Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had unexplained high blood glucose. Customer stated that her reservoir leaked insulin past both o-rings during normal use into the insulin pump reservoir compartment. Nothing further was reported.

Manufacturer narrative:
Inspected three sealed reservoirs. Performed priming test in insulin pump and all reservoirs passed per specifications. Checked o-rings and stopper groove for defects and none were found. Reservoirs connected and locked in place properly.